Manufacturer narrative:
On (B)(6) 2016, it was reported that the dermatome did not cut properly. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device to zimmer (B)(4) for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer (B)(4) surgical/zimmer (B)(4) has not previously repaired/evaluated this air dermatome as documented in the repair reports in livelink. The air dermatome was manufactured on december 12, 2008, is over 7 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer (B)(6) on (B)(6) 2016 revealed that the 2¿, 3¿ and 4¿ width plates were worn. The head and depth bar showed signs of nicking to their leading edges. The device was sent to the repair center for repair and calibration. Repair of the air dermatome was performed by zimmer (B)(6) on (B)(6) 2016 which included testing the device per procedure and calibrating the device. The air dermatome was then tested and functioned properly. It was inspected and tested. The reported event ¿that the dermatome did not cut properly¿ was non-verifiable as there was no testing that could be performed to attempt to replicate the device not cutting the graft. However, it should be noted that during the initial inspection, the head and depth bar showed signs of nicking to their leading edges indicating that the cause could be user related. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The device appeared to operate as intended since during the repair no parts were replaced it was just calibrated and tested per procedure. It can be likely assumed that the user did not use the proper technique when cutting the graft. The instructions for use state to ¿depress the throttle to start the cut. Guide the unit forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site.¿ the air dermatome was tested and returned to the customer.

Event description:
It was reported that the dermatome did not cut properly.